Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter an issue occurred during a wedge/segmental resection. The surgeon clamped the tissue but could not fire the device. The case was completed with a new device. No patient injury.